Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection and the pacemaker system was removed. Related manufacturer reference number: 2017865-2020-14442, 2017865-2020-14443.